Event description:
It was reported by the customer that the pyxis medstation system had a main 5.1 drawer failure. Additionally, it was reported that the user was able to retrieve the needed medication from another medstation. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 5.2 malfunctioned due to a defective solenoid assembly. A field service engineer resolved the issue by replacing the drawer's solenoid assembly. Also, repaired the latch as well, which appeared to be falling off from the drawer. The system functioned as intended after the field service engineer troubleshooted the device.